Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, some of the probable causes of breakage could be, but not limited to: application of high bending and torsional load, blunt cutting edges of the drill etc. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
It was reported: the drill bit broke off. A new drill bit was used to complete the surgery successfully. Surgical delay of 15min. Not longer.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: the drill bit broke off. A new drill bit was used to complete the surgery successfully. Surgical delay of 15min. Not longer.